Event description:
It was reported the lead was explanted due to no capture and muscle stimulation. A new lead implant was attempted, but the vein was occluded. Later review of manufacturer's database revealed the patient died 4 days later. Per follow up, patient developed hypotension post lead placement resulting in decreased perfusion to the bowel resulting in ischemic bowel which was reported as cause of death. Patient was not pacing dependent and was last seen at clinic three weeks prior to death. No autopsy was performed and device has not been returned.

Event description:
It was reported the lead was explanted due to no capture and muscle stimulation. A new lead implant was attempted, but the subclavian vein was occluded and they "plugged port." Later review of manufacturer's database revealed the patient died 4 days later. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found, all conductors blood/body fluid (not obstructed), outer insulation melted and cosmetic esc, apparent explant damage. Full lead returned and analyzed.